Manufacturer narrative:
Additional information was received indicating that the event date was (B)(6) 2019, the patient's weight was listed at 135 pounds, the infusion was life-sustaining, existing patient condition of pulmonary arterial hypertension, and the patient used a back-up pump to receive the remaining infusion volume.

Event description:
Information was received indicating that this smiths medical cadd legacy pump, the pump exhibited "check owner's manual" message. It was reported that the pump was replaced. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of a "service due" alarm. The investigation found that on power-up the pump the alarm message "service due" was displayed. The investigation determined that the clock battery being past its recommended service date was the cause of the reported issue. The clock battery was replaced. Based on evidence and investigation, the complaint allegation was confirmed.